Event description:
Customer is reporting that the waste container on the ortho provue was overflowing causing a spill on the instrument. The customer stated that the indicator on the instrument failed to alert the user that the container was full. Fluid leak can lead to dilution or contamination of reagents / samples and erroneous test results

Manufacturer narrative:
A possible root cause was determined. While on site for a different issue, (B) (4), the fe noticed that the tank level sensors were accurate. He performed tank level sensor calibration and returned the instrument to expect operation. This customer has not logged any similar complaint against this analyzer since the repair. (B) (4).